Event description:
Additional information was received from a manufacturer representative. It was reported that the problem when charging was due to the patient controller, not the recharger cable. Everything was fine with the stimulation, and the impedance results were good. Additional information was received from a manufacturer representative (rep). It was reported that the patient reported that he is happy with his stimulation. The rep thought that there was a misunderstanding between the patient and the rep on the phone.

Manufacturer narrative:
Additional information received reported that the cause of issue was a problem with the patient controller. The malfunction of the patient controller would no likely cause or contribute to a death or serious injury if it were to recur, thus the event no longer meets the definition of an MDR reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not experiencing any stimulation anymore.  External devices both seemed fine. Patient can only be seen at his treating physician in a month since he was on holiday. It was noted that the patient has an upcoming appointment at the hospital. Additional information received reported that the patient's upcoming appointment will be on (B)(6) 2025.